Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter access port complication (cap). The caller reported difficulty aspirating fluid through the cap. The caller stated that they are still unable to aspirate through the cap and will bring the pt back when the old drug was through system. The drug used in the pump at the time of the event was hydromorphone. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.